Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field(s): d8, h2, h3, h6, h11. Corrected field(s): d7a from yes to no. Corrected field(s): e1 email removed. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed a pierce into the inner surface of the tube, however, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector needle did not come out when attempting a local injection. The issue occurred during a therapeutic endoscopic submucosal dissection. There were no reports of patient harm.